Event description:
Pt called to report that when she was doing her injection, the yellow lock button would not release and she was not able to do her injection with that pen. Pt switched to another pen and was able to complete her injection for the week without missing a dose. MFR was contacted and they are shipping a replacement for the pen. We are unable to get the malfunctioning pen back. No other info known. Dose or amount: 12.5 mg, frequency: qw, route: sq. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: systemic involvement of connective tissue.